Event description:
Covidien received info that an 840 ventilator had lost communication with the graphical user interface (gui) and the breath delivery (bd). There was no pt involvement at the time of the error. The date of event is unk.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the gui to bd cable. Covidien was not authorized to service the device. Covidien ref: (B)(4).